Event description:
After 62+ months of implantation, this ICD was explanted and returned because it was reported that the device had reached end of life (eol). However, the analysis revealed that excessive charge time set the battery indicator to eol. Note: during an internal review process, ela medical inc. Discovered that this case was inadertently not submitted in may 2004. Therefore, the MDR is being submitting at this time.